Event description:
It was reported that during a vat procedure, a noise was heard and the device did not fire. The device was difficult to open. Another device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
H.6.: firing mechanism damaged. H.3.: evaluation summary: the device was returned with the firing trigger jammed halfway, with the right wedge band bent, the knife exposed into the channel and loaded with a cartridge that had a wedge band bypass, right side partially fired, left side fully fired; in addition, both notches were damaged. The device was tested for functionality with a test cartridge and it only partially fired; therefore, the device was disassembled to verify the condition of the internal components and the right wedge band was bent; however, the device opened and closed without any difficulties noted.